Event description:
Caller reported a cgm error 42 related to the g6 sensor. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by cts with information on resetting the pump, and after the reset, the cgm error code did not reappear, allowing the caller to successfully start their sensor session.